Manufacturer narrative:
Correction to section h6. Additional information clarified that the issue was not an immobile leaflet but a contained annular rupture which was treated with a plug. The patient is stable post procedure. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the annular rupture cannot be confirmed, it is possible that patient factors (annular calcification) and/or procedural factors may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Correction to section h6. The device was not returned to edwards lifesciences for evaluation. A review of imagery provided showed the deployed valve height was asymmetrical. A device history record (DHR) and a lot history review were unable to be performed as no work order was provided. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for deployment difficulty was confirmed based on imagery provided. A review of manufacturing mitigations provided no indication that manufacturing nonconformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. An investigation was performed to assess reports of asymmetrical sapien 3 deployment. The results were documented in a technical summary written by edwards lifesciences. Thirty day post implantation data was reviewed with valves that demonstrated asymmetrical deployment, or ''height variance''. No in-vivo effect was attributed to height variance, and effective orifice area (eoa) and paravalvular leak (pvl) results were satisfactory. Similarly, the bench testing data for accelerated wear testing (awt) and full frame fatigue testing (ffft) exceeded relevant iso 2013 requirements for eoa and total regurgitant fraction (trf) demonstrating that the sapien 3 valve is functional and durable. The evidence indicates that the appearance of the valve has no impact on circularity at any level of the valve, no impact on hemodynamics, no impact on durability and no relationship to pvl. As reported, ''the patient annulus measured 25.8 with flat ridge of calcium going down into lvot. During implant, judging implant height was difficult, and during balloon expansion there was more resistance halfway up but then it went. After procedure, a strange over expansion of a portion of the valve was noted. The top diamonds are stretched open more and the stent is therefore more foreshortened than at the bottom''. In this case, calcification in the native annulus can limit the valve expansion and result in the asymmetric deployment observed. As such, available information suggests that patient factors (flat ridge calcification in the native annulus) may have contributed to the reported event. However, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, there was no indication a product deficiency contributed to this adverse event. The cause of the leaflet motion restricted in patient is unknown, however, may be related to patient/procedural factors (the stent of the valve engages with a ridge piece of anatomy) and/or mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from our affiliates in south africa, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 valve, post implant, an over expansion of a portion of the valve was noted. The top diamonds are stretched open and the stent is therefore more foreshortened. The stent of the valve engages with a particularly rigid piece of anatomy it fails to expand compared to the contralateral side. This results in an appearance of different lengths and forshortening of 2 sides of the valve. One month post implant, immobile leaflet was noted and a valve in valve procedure is being considered.